Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "wearable failure" occurred. It was reported that a wearable failure occurred. The event date is an approximation. On (B)(6) 2026 the patient noted the sensor failure, he experienced lightheadedness and dizziness, prompting him to go to the emergency room. Prior to seeking medical attention, the patient performed a fingerstick however, he could not recall the value. Upon arrival at the hospital, another fingerstick was taken, but he was unable to recall this value. The patient was treated with intravenous insulin and fluids. No further medication was reported. No further medication was reported, and the patient was discharged after spending 5 days at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.